Event description:
"Erified." Patient presented with previous bone augmentation. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis, bleeding and inflammation. No further patient complications were reported.